Event description:
Reporter stated that patient's blood glucose was measured, using the accu-chek mobile system, at 8:00 am, 10:00 am, and 12:00 pm (values were not provided). Reporter indicated that, at 1:15 pm, patient felt ill and blood glucose could not be tested, as the accu-chek mobile device was no longer functioning. No additional information about device performance was provided. Reporter stated that emergency medical services were summoned on patient's behalf. Upon their arrival, an unspecified time later, patient's blood glucose reportedly measured 1.8 mmol/l (on ambulance crew's device). Patient was reportedly treated with glucagon. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country. The initial investigation verified that the device would not power on. The device was returned to manufacturer to determine the root cause of the power failure.